Manufacturer narrative:
Per tandem¿s t:flex user guide states ¿use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death.¿ also, ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer refilled/reused cartridges and tubing. The contact advised their customer to fill the syringe with 500 units. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem's technical support to obtain additional information from the customer; however, no additional information was provided.